Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker's battery had decreased from five and a half years remaining to three and a half years remaining in four months and then to two years remaining in four more months. Engineering analysis of the device's memory confirmed the battery to be depleting prematurely. It was noted that the power consumption has been increasing steadily over the past year and was consistent with hydrogen-induced accelerated battery depletion. Explant within the next two months was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.